Manufacturer narrative:
Mfg site eval: samples received: 9 unopened pouches. All samples received are tight. There are no previous complaints of this code batch; (B)(4) units were manufactured and distributed there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfill the OEM requirements. A degradation test was performed on the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. As indicated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread ID damaged: broken. Veterinary use: one case of evisceratio after ovariectomy of a dog. In the week following the operation, observation first of an oedema but several days after the veterinarian observed that the thread broke and there was a "hole" in the muscular wall. Note: veterinary case: evisceration on a dog.